Event description:
It was reported ongoing intermittent occlusions have been occurring since (B)(6) 2024. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a manual insulin injection each time. The customer would change pump supplies to address the occlusions, subsequently, the customer reverted to an alternate method of insulin therapy.